Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed with the in-house contour® next meter (serial # (B)(6)) and in-house contour® next test strips (lot # 4mheg14a) using blood spiked with glucose at 7.5 mmol/l, as determined by ysi instrument in five replicates. All tests recovered within fit-for-use limits. The blood glucose readings obtained with the in-house testing were properly marked as blood results in the meter's memory.

Event description:
The customer from canada reported that he performed a blood glucose testing with the contour® next meter and obtained a reading of 10.4 mmol/l at 4:22 p.m. The meter automatically marked it as a control test, and so the reading will be displayed as a control result when accessing the meter's memory. The customer mentioned feeling dizzy at the time of the event; however, no medical treatment was received. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered.no information was captured in section a4 as the customer's weight was not provided.model # 7321 of the contour® next test strips is only available in canada; therefore, the primary unique device identifier (UDI) number is not applicable.